Event description:
The healthcare professional reported following injection of 3cc of evolysse smooth in the patient lips, marionette lines, mental crease, nasolabial folds, and perioral lines; the patient experienced excessive swelling and bruising surrounding the injection sites. Additionally, one day post injection, the patient reported difficulty speaking due to the swelling. However, the patient condition is reported to being improving daily. Safety database reference number (B)(4).